Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and endoanchors were implanted in a patient for the endovascular treatment of a 59mm abdominal aortic aneurysm. It was reported approximately 1 years post the index procedure the patient expired. The cause of the death and event relationship is currently unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.